Event description:
Physician used two different bd beaverguard on 2 different pts both from the same lot, and he felt they were cutting too deep. To date, no adverse effect is known, but all of that lot have been pulled and reported via phone to company for replacement. Neither has had an adverse outcome as of this date. The remaining supply of this lot has been pulled and returned for credit and replacement. Two separate cataract pts were being treated by the same surgeon. Both pts had bd beaverguard guarded depth blades used from the same lot number and the surgeon felt the blade went too deep in the eye. Diagnosis or reason for use: cataract.